Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal : yes') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Cluster ID added, event injury nos replace with new event medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure implants, perforated intrauterine myometrium') in a female patient who had essure inserted for female sterilisation. The patient's medical history included adenomyosis, hemorrhage (nos), paratubal cyst, leiomyoma nos, pelvic pain female, sterilization, cervical bleeding and cystoscopy. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (da vinci total laparoscopic hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. The reporter commented: left side: 3 loops were within the endometrial cavity.,again had 3 loops on the right side as well. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure implants, perforated intrauterine myometrium') in a female patient who had essure inserted for female sterilisation. The patient's medical history included adenomyosis, hemorrhage (nos), paratubal cyst, leiomyoma nos, pelvic pain female, sterilization, cervical bleeding and cystoscopy. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (da vinci total laparoscopic hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. The reporter commented: left side: 3 loops were within the endometrial cavity.,again had 3 loops on the right side as well. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-dec-2020: mr received: event: 'device removal-yes' was replaced by 'essure implants, perforated intrauterine myometrium.'. Medical history, removal date, patient's date of birth, patient demographic, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.